Event description:
Diamorphine and maloperidol drawn into 10 milliliters syringe - pump set to 50 millimeters/24 hours rate. After 13 1/2 hours only 10 millimeters length of drug remained where it should have been 22millimeters.